Manufacturer narrative:
Programmer model: 8835, serial# unknown; catheter model: 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was initially reported that on the night of (B)(6) 2012 patient got an 8476 error code and then twice the next morning when he tried to used his ptm (personal therapy manager). A multiple tone alarm was heard. Patient had not experienced any more pain than usual; "he normally experienced increased pain after an active day". He was also exhausted, but noted it to be probably due to being up at 3:30 in the morning due to the pump alarm. It was further added that patient visited the healthcare provider (hcp) as of the date of this report and the error was confirmed to be a motor stall with no recovery. Patient was last refilled on (B)(6) 2012 and everything was fine. Patient later started to get pain especially in the back and the hcp was to supplement him with orals. It was later reported that the motor stall was due to emi (electromagnetic interference) as patient was leaf blowing his yard on sunday (B)(6) 2012. His pump went into a motor stall at 1:00am monday morning (B)(6) 2012. Stall never recovered and pump was turned to minimum rate, alarms silenced. Eventually pump had to be stopped due to motor stall alarms. The pump was explanted. Patient outcome was noted as recovered without sequela. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Final analysis of the pump found multiple motor stalls and recoveries in the logs. During destructive analysis, the technician found significant residue on the upper shaft of gear 2. Some residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.